Event description:
On (B)(6) 2014, new information notes that the device presented with diagnostics cleared due to invalid data. The patient was re-interrogated and it was confirmed that the atrial output stayed at 2.5 v. The patient would continued to be monitored until eri is reached.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, the pulse generator displayed an error of diagnostic data was invalid. The data was cleared and the device was able to be interrogated. The patient would be monitored.